Event description:
The roth net was passed down the scope and attempted to deploy, the net was unable to be opened. It was attempted a couple of times by opening and closing the handle, and then the plastic sheath housing the wire broke and partially unsheathed itself close to the handle.